Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6)2017. It was reported that the ¿none¿ entered for drug was an error. The patient had dilaudid [16 mg/ml] at a dose of 3.397 mg/day, marcaine [8mg/ml] at a dose of 1.6987 mg/day, and clonidine [400 mcg/ml] at a dose of 84.93 mcg/day. It was indicated that the doctor had confirmed this. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient with an implantable pump indicated for non-malignant pain and failed back surgery syndrome. It was stated that the type of drug in the pump was ¿none.¿ it was reported on (B)(6) 2017 that there was a pump motor stall. The date of the event was (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The nurse read the pump with the clinician programmer as diagnostics/troubleshooting performed. The pump was replaced on (B)(6) 2017 as surgical intervention taken to resolve the issue. It was indicated that the completely explanted pump would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stall(s). If information is provided in the future, a supplemental report will be issued.